Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of failed clip test to be related to the customer reported complaint. The instrument failed the grip-clip test. The clip would not close onto the tubing. The probable root cause of this failure is associated with mishandling/misuse. Additional observations not reported by the site that are related to the primary failure was that this instruments grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. Furthermore, the instrument was found to have multiple input disks broken and cracked. Hairline cracks were also found on grip input shaft. Input disk #7 was found broken into pieces inside of the housing. The probable root cause of this failure is associated with mishandling/misuse of the device.

Event description:
It was reported during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument could not grip the tissue. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.